Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they were hospitalized on an unknown date. Customer stated that insulin pump had insulin flow blocked alarm and they had tried changing the set thrice. Customer was not able to troubleshoot at time of call. It was unknown if the insulin pump was on auto mode. The device will be returned for analysis.